Manufacturer narrative:
Stryker performed a clinical review of the reported event and determined that the device use did not contribute to the outcome of the patient as defibrillation was not indicated based on the reviewed ECG. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that they were using their device to monitor a patient in cardiac arrest and the device briefly failed to show the patient's ECG rhythm through the paddles lead. As a result, defibrillation therapy may have been delayed or unavailable, if needed. The patient involved in the reported event is deceased.